Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the ipg has been inoperable for the past several months due the patient could not remember how to properly use the charging system. As a result, surgical intervention was undertaken during which time the ipg was explanted and replaced with an updated model. Therapy was restored postoperatively. The issue is resolved.